Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Unit was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.